Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no unexpected number scrolling and ramping during testing noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that after conducting a bolus and releasing the act button, the buttons continued to scroll on their own. The customer's blood glucose at the time was 60mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.